Event description:
It was reported by the patient that the 72r electrodes irritate the skin. The skin was red and had blisters while she was in rehab care facility. The patient could not assign a level of pain to this discomfort. The patient spoke with her doctor and was given an antiseptic soap to use on the area and the doctor advise the patient to pause her treatment. The patient was told to use the soap until her skin is clear. The patient was to continue treating once her skin was cleared. The patient claimed she did not continue treating and did not tell her doctor. No further consequences were reported. 72r electrodes has not been returned for evaluation.

Manufacturer narrative:
B3: date of event: unknown without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that the 72r electrodes irritate the skin. The skin was red and had blisters while she was in rehab care facility. The patient could not assign a level of pain to this discomfort. The patient spoke with her doctor and was given an antiseptic soap to use on the area and the doctor advise the patient to pause her treatment. The patient was told to use the soap until her skin is clear. The patient was to continue treating once her skin was cleared. The patient claimed she did not continue treating and did not tell her doctor. No further consequences were reported.

Manufacturer narrative:
Additional information - b4: date of this report, d3: email address, d8-9: device available for evaluation and returned to manufacturer date, g1: email address, g3: date received by manufacturer, h2, h6: evaluation codes, h10, h11. Corrected data - b2: outcomes attributed to adverse event, d1: brand name, d4: catalog number, lot number, expiration date, serial number, h4: device manufacture date, h6: impact code. A visual inspection of the customer returned product was performed. Included was one pack of 72r electrodes part no. 106130-20 with lot no. 25a110 received in a shipping mailer cushion envelope. The parts received look to be in good condition from the visual/cosmetic view. The certificate of conformance was requested and reviewed and there were no non-conformances or deviations reported. Review of complaint history identified 253 total complaints from (august 21, 2024) to (august 21, 2025) for events related to (electrode irritation/rash). The search was specified to the lot no. 25a110. The search identified (2) complaints. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. The device is used for treatment. Ebi will continue to monitor for trends.